Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for missing lot number was observed. Additionally, 2 retention shelf packs from bd inventory were evaluated by visual examination and the issue of missing lot number was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing lot number. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was no label or missing label information." The following information was provided by the initial reporter. The customer stated: "no lot."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was no label or missing label information." The following information was provided by the initial reporter. The customer stated: "no lot."